Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) boxed device was returned for analysis due to allegations of premature battery depletion.